Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. It was determined that the assignable root cause for damaged neuro-tip was improper handling, which is user error; and premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged neuro tip and damaged bearings. It was further determined that the tool could not be mounted, the ball bearing was defective and the crani hanger was damaged. It was further determined that the device failed pretest for visual, temperature and cutter insertion. It was noted in the service order that the device was being used during an unspecified surgical procedure and while cutting the cranial bone, was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.